Event description:
Pi for closed reduction. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer. Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The events was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinicalconsultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient suffered a hip dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pi for closed reduction. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer. Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney.